Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient is not getting good results with their therapy. Patient states the doctor keeps making adjustments but settings do not hold. Patient states therapy was good the first year but then after that year results were going down. Patient reports the last two years have been rough and the last 6 months have been crazy. Patient states going to have adjustments made 4 times last week. Patient states they might do a CT scan. No further complications were reported or anticipated with this event. Additional information was received from the patient indicating that they did a CT scan and nothing showed up. The doctor contacted a rep about possible programming. The patient stated he has talked to a doctor about any other programming possibilities for his therapy device. Patient stated that so far nothing the doctor has tried for programming has been effective. Patient stated the doctor tried to contact a local rep. Patient is just wondering if the rep had a chance to get back to doctor regarding other programming options. Patient also asked for a physician listing to see if another doctor can help him find the right programming for his therapy.